Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable assembly and verified that collimator operates correctly and no errors are displayed. System operates as intended.

Event description:
Customer reported the system is displaying a collimator error. No pt injury was reported.